Event description:
The physician stated that this elderly male patient with multiple medical problems had a 12x40 smart stent placed in his left common iliac vein which eventually migrated to the right ventricle of the heart. The patient was transferred to another hospital for an attempted retrieval, but the procedure was unsuccessful. The patient has been placed on anticoagulants and the stent remains in the heart. No additional information is available at this time.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be forthcoming within 30 days upon receipt.